Manufacturer narrative:
Unable to perform displacement test or occlusion test due to missing retainer. Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed self test, rewind, seating, basic occlusion test, force sensor test. No replace battery now alarms noted. However, low battery alarm was confirmed in the history file and then power error was triggered when backup battery unloaded voltage (ul vlith) was less than 3.7v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. Unit received missing reservoir tube o-ring, minor scratches on case, cracked select button keypad overlay, faded serial number label and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported via phone call that the insulin pump had alarmed replace battery now. Troubleshooting was performed. Customer's blood glucose was unknown at the time of incident. It was reported that the insulin pump did not receive a low battery prior to replace battery now alarm. It was reported that the battery was not previously used, the pump was not dropped/bumped and that there were no unattended alarms. It was reported that the customer have had the issues for a week. It was reported that the customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.